Event description:
Information received indicates, the head section is drifting down.

Manufacturer narrative:
The technician found the head drive was dirty and greasy. The technician cleaned and lubricated the head drive assembly to repair the bed.